Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
(B)(6). It was reported that the device was implanted past the use before date. The device was implanted on (B)(6) 2013 and the use before date was (B)(6) 2013. A follow-up report will be sent if any additional information is received.